Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit had low motor rpm response when throttle was pressed. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in need of repair for unknown reason. No further information provided. Motor of handpiece had no response when throttle pressed. Investigation showed low motor speed. There was no adverse event reported as a result of this malfunction.